Manufacturer narrative:
It was reported that a patient went to the ER with right hip pain after she felt a pop. An ortho dislocation reduction procedure was performed under sedation and the patient was discharged with a knee immobilizer. Review of the device history record indicates that the device was manufactured to specification.

Event description:
It was reported that a patient went to the ER with right hip pain after she felt a pop. An ortho dislocation reduction procedure was performed under sedation and the patient was discharged with a knee immobilizer.